Event description:
It was reported that during a laparoscopic appendectomy procedure, the reload misfired. The staples were not forming correctly. The surgeon and we used a total of five loads and only had one to fail. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). The analysis results found that the reload was received partially fired and with no damage to the spring cartridge lockout which indicates that the device's firing cycle was interrupted. Some malformed staples were noted on deck. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned cartridge. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. It could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photo was reviewed, but the exact cause of the firing complication cannot be determined; however, it is believed an incomplete firing stroke may have contributed to the complication potentially coupled with a staple cartridge selection to tissue thickness mismatch combination.